Event description:
Male consumer via phone stated that their replacement oral-b toothbrush heads came loose when he tried to brush his teeth. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Male consumer via phone stated that their replacement oral-b toothbrush heads came loose when he tried to brush his teeth. No injury was reported. 10-feb-2022 case update: the suspect product was oral-b power power oral care refills precision clean eb20. No injury was reported.

Manufacturer narrative:
(B)(4)2022 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.